Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken. The sensor had a missing part. 1 remaining sensor performed bicarbonate buffer test. Sensor failed per specification with low readings.

Event description:
The customer reported via phone call that they received calibration error alarms and sensor error alarms. The customer's blood glucose was 124 mg/dl at the time of incident. The customer performed test plug procedure. The customer stated that procedure passed. The sensor will be returned for analysis.